Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No sample product was received, however model #'s 404592 and 404593 were provided but could not be confirmed as the product used by the end user. Therefore, a detailed investigation or batch review cannot be conducted. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported by the end user that he an injury to his stoma. He is not certain which day last week he saw his doctor for an evaluation of a whiteness on his stoma. According to the end user, the stoma was white on one side with a separation of 1/8 inch depth. He was advised he needed a larger wafer and in time this whiteness would resolve. Patient outcome was noted that the whiteness is resolving. No further details were provided.